Event description:
Service error code was received on the customer support helpline queue. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned monitor failed isl for lcd display unrelated to the reported issue. Occasional damage to wcd components is foreseeable due to rough handling in the home use environment. Returned therapy cable passed safety but failed eit. The reported service error code is associated with the software load and indicates that uploading the software failed due to electrical component failure in the therapy cable.